Manufacturer narrative:
Three bioraptor knotless suture anchor devices used for treatment, were returned for evaluation. These devices are from two separate manufacturing lots. They were both used in the same procedure and share an issue. The complaints stated: ¿the anchors presented faults when these were introduced into the holes.¿ only one anchor was returned. It was damaged and the grub was partially backed out. Suture was only returned for one device. Audible click was present upon rotation of every torque limiter. The inner insertion rods advanced as expected for all devices. There was damage noted for all inner shafts. They were all bent off axis. Per instructions for use:: ¿caution: ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. To prepare the insertion site, only use the appropriate smith and nephew drill guides and drill bits intended for use with the bioraptor knotless suture anchor to ensure that the implant is properly aligned. Breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith and nephew drill prior to implantation. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ complaint history review found two other reports for each lot number. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during surgery, anchor presented fault when was introduced into the hole previously made. The anchor broke inside the patient, pieces were retrieved with graspers. An additional hole was made to complete the procedure. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Event description:
It was reported that during surgery, anchor presented fault when was introduced into the hole previously made. The anchor broke inside the patient, it is unknown if all the pieces were retrieved. An additional hole was made to complete the procedure. A backup device was available to complete the procedure with no significant delay and no patient injuries.